Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the explant at implant was due to "the size of the first valve was too large, compressing the coronary artery. The explant was done after the coronary artery bypass graft(CABG) but the cannulas were still in place." The subject device has been discarded. No other details provided. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). First, the heart is warmed and allowed to spontaneously beat. Then, the heart is allowed to fill gradually as cpb is decreased. During this time a tee is routinely performed to check valve function. If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. There may be cases in which regurgitation is detected by tee prior to the complete discontinuation of cpb and removal of cannulae. In this case, per follow-up, the explant was done after CABG but the cannulas were still in place. This does not significantly increase the extended operative and cardiopulmonary bypass time and does not increase the risk of the procedure. No further action is possible with the available information.